Event description:
Caller reported a cartridge alarm 20 while insulin was being pumped. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer successfully loaded a new cartridge with the assistance of technical support, following proper loading techniques, and was able to resume insulin therapy, resolving the issue.